Event description:
During a lap nissen procedure, the device was assembled correctly. Device was inserted through trocar and when activated, the tissue pad fell off in the pt and was retrieved. There was a loud screeching sound as the blade hit the metal. Another device was opened and functioned correctly. There was no reported pt consequence and 1 device is being returned.